Manufacturer narrative:
Correction: device available for eval?, device return to manuf .?, device eval by manufacturer?additional information: returned to manufacturer on, imdrf annex b gridsomit: b17 - device not returned.

Event description:
It was reported that the device unit was eligible for handles, front cover and rear case and also affected by r111 syr/pca sizer misalign and r090 syr pca gripper recall and pcu/lvp/syr/pca plastics recall 2020-dom issue. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that the device unit was eligible for handles, front cover and rear case and also affected by r111 syr/pca sizer misalign and r090 syr pca gripper recall and pcu/lvp/syr/pca plastics recall 2020-dom issue. There was no patient involvement.